Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 500+ mg/dl during the time of the hospital visit. The customer was admitted to the hospital for diabetic ketoacidosis. The customer stated that he had a no delivery and a bent cannula. The customer was put on insulin drip in the ICU. The customer will call back to troubleshoot.